Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Two valiant navion stent grafts were implanted during an the endovascular treatment of a taa. It was reported that corelab reviewed CT imaging from 48 months post-index procedure which showed new stent fractures in rings 2 and 3 of (B)(6). The maximum aortic diameter was noted as 55.7mm. Corelab also reviewed cts from 54 months post-index. Fractures ( persistent) were observed in rings 2 and 3 in the same valiant navion stent graft. The maximum aortic diameter was noted as 56.7mm. There was no endoleaks, no stent ring enlargement and no stent ring migration observed in both reviews. Images at 48 months was not assessable for aortic enlargement and at 54 months there was no artic enlargement noted. No cause was provided. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
B5; additional information received. It was reported that corelab review of CT imaging conducted on (B)(6) 2024, identified a persistent stent ring fracture in ring 2 and 3 in vnmf3731c173tj / (B)(6). The max aortic diameter measured 56.6mm. No evidence of aortic enlargement, endoleak, migration, or stent ring enlargement was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.